Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred. Customer was unable to provide additional information regarding the minimum fill issue. Customer reverted to manual injections for insulin therapy. Customers blood glucose level ranged from 180 mg/dl.